Event description:
It was reported that shaft break occurred. A 2.50mm x 30mm nc emerge balloon catheter was advanced for dilatation. However, the device failed to cross the lesion and the shaft broke in half. No patient complications were reported. It was further reported that the device was manually removed from the patient and the patient's status was stable.

Manufacturer narrative:
B3 date of event updated to (B)(6) 2019. B5 describe event or problem updated. D1 brand name updated to emerge. D2 pro code updated to lox. D4 model number updated to 7135. D4 batch lot updated to 0024449188. D4 catalog number updated to 7135. D4 expiration date updated to 05/15/2022. D4 unique identifier updated to (B)(4). Device evaluated by MFR.:returned product consisted of an emerge balloon catheter. The balloon was tightly folded. There were numerous hypotube kinks. The hypotube was separated 68.5cm from the hub. The separated ends of the hypotube was ovaled indicating the hypotube was kinked prior to separating.

Manufacturer narrative:
Date of event: used (B)(6) 2019 as the exact date was not provided.

Event description:
It was reported that shaft break occurred. A 2.50mm x 30mm nc emerge balloon catheter was advanced for dilatation. However, the device failed to cross the lesion and the shaft broke in half. No patient complications were reported.